Event description:
On (B)(6) 2014, lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra smart meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 at 2.45pm she obtained an inaccurate high result of ¿155 mg/dl¿ with the subject meter and ¿62 mg/dl¿ with another meter (ot ultra mini), performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for precision. The patient manages her diabetes with insulin pump. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of ¿sweating, nausea, incoherent and dizzy¿ before the product issue. The patient alleged self-treatment with food and or drink on (B)(6) 2014 at 2.55pm. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure setting and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.